Event description:
It was reported that this right atrial (ra) lead was exhibiting pacing impedance high out of range. Patient stated hearing beeping tones related to impedance alert. The lead remains in service. No adverse patient effects were reported. Additional information obtained, this lead was surgically abandoned.

Manufacturer narrative:
Corrected fields: b5. Describe event or problem.

Event description:
It was reported that this right atrial (ra) lead was exhibiting pacing impedance high out of range. Patient stated hearing beeping tones related to impedance alert. The lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was exhibiting pacing impedance high out of range. Patient stated hearing beeping tones related to impedance alert. The lead remains in service. No adverse patient effects were reported. Additional information obtained, this lead was explanted and replaced.